Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "using the va drill guide, insert the screw by wiggling it. As the locking fastening failed, the physician attempted to remove the screw to reposition it, but it spun freely and could not be extracted."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and also with provided radiograph was not sufficient. With the available radiograph, a formal medical opinion was sought: based on the provided radiographs, the alleged event cannot be confirmed. The specific screw for the alleged event was also not mentioned. The description stating that the screw was inserted by "wiggling" is unclear and not consistent with standard surgical technique; such a method is neither typical for screw insertion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "using the va drill guide, insert the screw by wiggling it. As the locking fastening failed, the physician attempted to remove the screw to reposition it, but it spun freely and could not be extracted."